Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to needle to cuff miss, include but not limited to interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The patient effect of occlusion and dissection are listed in the prostyle instructions for use (IFU) as potential adverse events associated with use of the suture mediated closure devices. The treatment appears to be related to the circumstances. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2920 removed.

Event description:
Subsequent to the initially filed report, the following information was revised: the devices were advanced into the anatomy without issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. Factors that may contribute to needle to cuff miss, include but not limited to interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The treatment appears to be related to the circumstances. The patient effects of occlusion and dissection are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the devices were unable to be fully advanced into the patient anatomy and no sutures were attached to the needles [suture retrieval issue]. This occurred with two prostyle devices in a row. It was also noted that a dissection occurred, resulting in an occlusion. The sheath was upsized to an 8f sheath, but the tavi procedure was abandoned. A stent was used to treat the vessel. A surgical cutdown was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.